Event description:
It was reported that a minicap transfer set had fluid flow with the twist clamp closed. The event was further described as ¿despite having closed the transfer set by the white part of the peritoneal catheter, there was spontaneous fluid loss through it." This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event, however the patient was treated with a dose of prophylactic antibiotic. No additional information is available.

Manufacturer narrative:
Catalogue #: suspected product codes r5c4482 and r5c4483. Initial reporter facility name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation with a minicap attached to the female connector. Visual inspection with the naked eye noted a broken occluder leg. The reported condition was verified. The broken occluder leg is the cause of leak through the set and was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted..